Manufacturer narrative:
(B)(4). Per the biomed, they are not currently requesting service. If they have any additional issues they will call back.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was an intermittent issue with level sensor alarming. The user facility's biomedical engineer (biomed) unplugged and plugged back in, and it worked fine for the rest of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: manufacturer clinical services spoke to perfusionist (ccp) in regards to this incident. No issues were observed during prime and preparation of the cpb circuit. During cpb, intermittent "level not attached" alert messages occurred. The ccp checked the level pad and it appeared to be coupled adequately. They use a manufacturer reservoir and the pad was placed on a flat surface. The ccp added additional gel to the level transducer, but intermittent alerts continued. The ccp elected to turn off the level sensor for the remainder of cpb. The ccp stated he was using an air bubble detector (abd) and it was mounted at the outlet of the venous reservoir. After this case, the same level sensor has been used on other cases without issues or without coupling alerts. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. Per diligence with the user facility¿s biomedical engineer (biomed) the level sensor has been working fine and they have not faced any issues with the level sensor since this reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.